Event description:
An advanced bionics rep reported that during an implant procedure, the surgeon tried to bend the tunneling tool to allow easier tunneling. As a result, the tool broke.

Manufacturer narrative:
The tunneling tool was discarded by the medical facility. No product will be returned for eval. No pt issues were reported. This is the final report.